Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after an ipg revision procedure on (B)(6) 2020, the ipg was unable to communicate with external devices. A manufacturer representative was able to troubleshoot and recover the ipg to resolve the issue. Therapy was restored for the patient.